Event description:
A custom tissue expander was inserted for burn scar reconstructive surgery. Twenty days post-op the implant deflated necessitating an unplanned return to the operating room. The expander was explanted-a small defect was noted in the posterior aspect of the inflation port. A non-custom implant was reinserted.